Event description:
On (B)(6) 2010, the pt reported, the black plastic piece fell off the piston rod of his insulin infusion device. He said that now the piston rod will not move. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.